Event description:
It was reported that the coating of the modular cable was damaged. The modular cable was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable having a damaged outer coating of the cable was confirmed via visual analysis and testing of the returned cable. The modular cable (lot number; 7098430) was returned and evaluated at abbott (B)(4). During the evaluation, the returned cable was visually inspected. A damaged outer coating of the modular cable was observed, confirming the reported event. The modular cable was functionally tested and passed all steps of testing. Additionally, the resistance and current leakage of the individual wires using a digital multimeter and all wires passed without issue. The returned modular cable was then connected to a known working test system controller and pump without any issues or atypical alarms active. The modular cable was manipulated by hand during testing with no issues or atypical alarms observed. The modular cable functioned as intended, despite the damage to the modular cable. The root cause of the reported event could not be conclusively determined through this analysis. An incidental finding of kinked underlying wires of the modular cable was found during the investigation. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 7098430) was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped from abbott on 25nov2019. The heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." The heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.